Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that when the rn was administering an unknown medication through a central venous pressure (cvp) port, the rn noticed that the neutraclear had cracked. The rn removed and replaced with a new neutraclear with no further issues reported. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the neutraclear connector cracked was confirmed. Visual inspection of the set noted a portion of the male luer collar of the connector had cracked and broken off. The root cause was not identified. The mating device was not returned for investigation.

Event description:
The customer reported that when the nurse was administering nacl 0.5% through a central venous pressure (cvp) port, it was noticed that the neutraclear had cracked. The nurse removed and replaced with a new neutraclear with no further issues reported. There was no patient harm

Manufacturer narrative:
(B)(6). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that when the nurse was administering nacl 0.5% through a central venous pressure (cvp) port, it was noticed that the neutraclear had cracked. The nurse removed and replaced with a new neutraclear with no further issues reported. There was no patient harm.